Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the locking screw was protruding into the articular surface, so surgery was performed to replace it. During the surgery, the tip of the driver shaft was broken off when the locking screw was removed. The screw could not be removed using another screwdriver, which also broke, so a future revision surgery will be performed.

Manufacturer narrative:
Upon completion of the investigation any additional information will be communicated in a supplemental report.

Event description:
It was reported that the locking screw was protruding into the articular surface, so surgery was performed to replace it. During the surgery, the tip of the driver shaft was broken off when the locking screw was removed. The screw could not be removed using another screwdriver, which also broke, so a future revision surgery will be performed.